Event description:
The patient called our office to report dark urine and feeling short of breath. Patient was rushed to emergency room and later underwent emergency surgery to exchange his lvad due to evidence of pump thrombus. Upon exchanging the device, thrombus was visually confirmed. The patient survived the surgery and is recovering.